Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed even though the dust on the connector area was removed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Olympus obtained additional information from the user that the scope communication error e216 was displayed. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Sorc checked the subject device and found that there were some dents on the electric contact parts of the video connector. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the communication failure with the video system center due to the dent on the video connector . The dent could have occurred by the user handling. Olympus stated the appropriate handling of ch-s200-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s200-xz-ea.